Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the hp stated that this occurred during the initial drain, while the hp was connected. The technical services representative (tsr) assisted the patient in clearing the alarm. During troubleshooting, no abnormalities were noted that could have caused or contributed to this system error. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.